Event description:
Boston scientific received information that during the post-operative device check following pacemaker implant, the right ventricular (rv) threshold measurement observed was between 3.0-4.0v. Current programming post-implant indicated autocapture on and an output of 3.5v since implant. The rv lead appeared to be mostly capturing the cardiac tissue; however, 3 pauses were noted on the monitor by the nurses. The patient remained asymptomatic with the intermittent capture. The rv output was reprogrammed to 7.5v to ensure capture while the patient was rescheduled for a lead revision later that day. At the revision procedure, the original rv lead was removed and discarded. A new rv lead of same model type was successfully implanted and functioning appropriately. Autocapture was again programmed on. The patient was later discharged without further issue.

Manufacturer narrative:
As no further information concerning this report is expected and the original rv was discarded, our investigation is complete. This investigation will be updated should further information be provided.